Event description:
Caller reported a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer's blood glucose level. The cts instructed the caller to remove the cartridge and deliver a bolus, assisted with loading a new cartridge, but the alarm recurred. Cts resolved to replace the pump and cartridge, with the caller understanding and acknowledging instructions for using a backup therapy, receiving the replacement pump, putting the pump into storage mode, and returning the problematic pump to tandem.